Event description:
It was reported by the customer that the product was inserted into left internal jugular. Once line was inserted, md was able to receive blood back from one lumen, but not the other. An x-ray was performed to confirm placement. Md then inserted another line via femoral and same thing occurred. Patient was very ill and acidotic. They ran acute hemodialysis from one lumen of each of these lines. Pt continued to be acidotic and md wanted to railroad another line into left internal jugular. He was not able to get spring wire guide (swg) in either lumen. He removed left internal jugular line and wanted to cut line to verify if there was a blockage. After the blue flex tip, he cut approximately 1 cm from line. He observed inside line, a white "plastic" which was blocking the end of the second lumen. On (B) (4) 2009, sales rep made a site visit to nurse educator. Nurse educator also cut another line so he could see if it was the same construction as line which was used on pt. He also saw white "plastic" inside line which was possibly blocking end of the line. (B) (4) product manager was notified to inquire about construction of line. (B) (4) product manager cut a line and informed sales rep he could see white "plastic" and this was blocking the end of lumen. This was the proximal line which had two large skives; it had red clamp and was normally used for blood to come out of pt. Distal lumen is the one which goes all the way down to distal tip of line and also has three smaller skives; this has blue clamp and was normally used for putting blood into pt. This information was explained to the nurse educator. During the conversation the nurse educator informed the sales rep that pt had unusual anatomy and was obese. Pt expired the same day. Nurse educator felt product had not caused death. However, it didn't help that acute hemodialysis wasn't able to be started as quickly as they wanted. It was on another site visit nurse educator informed sales rep that pt was going to die and if they had started acute hemodialysis sooner it may have prolonged life for a little longer, but product wasn't to blame for death. Sample will not be returned for eval.

Manufacturer narrative:
(B) (4). Follow-up will be filed if additional information becomes available.